Event description:
Surgeon was going to use the 45mm vascular linear stapler with a newly inserted 45mm vascular reload to staple across the renal artery. Stapler made a loud crushing sound and misfired causing the vessel to be torn rather than stapled and sealed across. Stapler jaws were pried open and the staple load appeared to have tissue in it as if it had fired incorrectly. Pt. Began bleeding profusely and was transfused.